Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: (B)(4)) on (B)(6) 2015. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and pelvic infection ("pelvic infection") in a 38-year-old female patient who had essure (batch no. 919033,919033) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's concurrent conditions included anxiety, asthma, depression, hyperlipidaemia, vitamin d deficiency, vaginal discharge, urinary tract infection, dysuria, blood in urine, fever and obesity. Concomitant products included cholecalciferol (vitamin d) and dicycloverin hydrochloride (bentyl). In (B)(6) 2012, the patient experienced back pain ("bad lower back pain that used to come and go and is now constant /back pain/ left lower back around hip"). On (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced pelvic infection (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced dysmenorrhoea ("painful and heavy periods"), menorrhagia ("painful and heavy periods") and vaginal haemorrhage ("vaginal bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of abdominal distension ("major bloating"), breast tenderness ("breast tenderness throughout the month on and off my period"), emotional poverty ("no emotions, have not cried in over three years"), rash ("skin rashes"), abdominal pain ("abdominal pain"), abdominal pain lower ("pain on left side"), headache ("headache"), nausea ("nausea"), depression ("depression"), weight increased ("weight gain"), migraine ("migraines"), tooth disorder ("dental problems"), disturbance in attention ("lack of focus"), dizziness ("dizzy"), dyspareunia ("pain after intercourse"), the second episode of abdominal distension ("bloating") and arthralgia ("hip pain"). The patient was treated with surgery (B)(6) 2016- hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic infection, rash, abdominal pain, abdominal pain lower, headache, nausea, depression, weight increased, vaginal haemorrhage, migraine, tooth disorder, disturbance in attention, dizziness, dyspareunia, the last episode of abdominal distension and arthralgia outcome was unknown and the back pain, dysmenorrhoea, menorrhagia, breast tenderness and emotional poverty had not resolved. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, breast tenderness, depression, disturbance in attention, dizziness, dysmenorrhoea, dyspareunia, emotional poverty, headache, menorrhagia, migraine, nausea, pelvic infection, pelvic pain, rash, tooth disorder, vaginal haemorrhage, weight increased, the first episode of abdominal distension and the second episode of abdominal distension to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, reporter added, product indication updated, event added- device monitoring procedure not performed, incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This report was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 08-oct-2015. The most recent information was received on 04-aug-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and pelvic infection ("pelvic infection") in a 38-year-old female patient who had essure (batch no. 919033) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's concurrent conditions included anxiety, asthma, depression, hyperlipidaemia, vitamin d deficiency, vaginal discharge, urinary tract infection, dysuria, blood in urine, fever and obesity. Concomitant products included colecalciferol (vitamin d) and dicycloverine hydrochloride (bentyl). In (B)(6) 2012, the patient experienced back pain ("bad lower back pain that used to come and go and is now constant /back pain/ left lower back around hip"). On (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced pelvic infection (seriousness criterion medically significant). On (B)(6) 2016, 4 years 10 months after insertion of essure, the patient experienced dysmenorrhoea ("painful and heavy periods"), menorrhagia ("painful and heavy periods") and vaginal haemorrhage ("vaginal bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of abdominal distension ("major bloating"), breast tenderness ("breast tenderness throughout the month on and off my period"), emotional poverty ("no emotions, have not cried in over three years"), rash ("skin rashes"), abdominal pain ("abdominal pain"), abdominal pain lower ("pain on left side"), headache ("headache"), nausea ("nausea"), depression ("depression"), weight increased ("weight gain"), migraine ("migraines"), tooth disorder ("dental problems"), disturbance in attention ("lack of focus"), dizziness ("dizzy"), dyspareunia ("pain after intercourse"), the second episode of abdominal distension ("bloating") and arthralgia ("hip pain"). The patient was treated with surgery ((B)(6) 2016- hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic infection, rash, abdominal pain, abdominal pain lower, headache, nausea, depression, weight increased, vaginal haemorrhage, migraine, tooth disorder, disturbance in attention, dizziness, dyspareunia, the last episode of abdominal distension and arthralgia outcome was unknown and the back pain, dysmenorrhoea, menorrhagia, breast tenderness and emotional poverty had not resolved. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, breast tenderness, depression, disturbance in attention, dizziness, dysmenorrhoea, dyspareunia, emotional poverty, headache, menorrhagia, migraine, nausea, pelvic infection, pelvic pain, rash, tooth disorder, vaginal haemorrhage, weight increased, the first episode of abdominal distension and the second episode of abdominal distension to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 4-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1241) on 08-oct-2015. The most recent information was received on 02-apr-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and pelvic infection ("pelvic infection") in a 38-year-old female patient who had essure (batch no. 919033,919033) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety, asthma, depression, hyperlipidaemia, vitamin d deficiency, vaginal discharge, urinary tract infection, dysuria, blood in urine, fever and morbid obesity. Concomitant products included colecalciferol (vitamin d) and dicycloverine hydrochloride (bentyl). In february 2012, the patient experienced back pain ("bad lower back pain that used to come and go and is now constant /back pain"). On (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced pelvic infection (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced dysmenorrhoea ("painful and heavy periods"), menorrhagia ("painful and heavy periods") and vaginal haemorrhage ("vaginal bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of abdominal distension ("major bloating"), breast tenderness ("breast tenderness throughout the month on and off my period"), emotional poverty ("no emotions, have not cried in over three years"), rash ("skin rashes"), abdominal pain ("abdominal pain"), abdominal pain lower ("pain on left side"), headache ("headache"), nausea ("nausea"), depression ("depression"), weight increased ("weight gain"), migraine ("migraines"), tooth disorder ("dental problems"), disturbance in attention ("lack of focus"), dizziness ("dizzy"), dyspareunia ("pain after intercourse"), the second episode of abdominal distension ("bloating") and arthralgia ("hip pain"). The patient was treated with surgery (B)(6) 2016- hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic infection, rash, abdominal pain, abdominal pain lower, headache, nausea, depression, weight increased, vaginal haemorrhage, migraine, tooth disorder, disturbance in attention, dizziness, dyspareunia, the last episode of abdominal distension and arthralgia outcome was unknown and the back pain, dysmenorrhoea, menorrhagia, breast tenderness and emotional poverty had not resolved. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, breast tenderness, depression, disturbance in attention, dizziness, dysmenorrhoea, dyspareunia, emotional poverty, headache, menorrhagia, migraine, nausea, pelvic infection, pelvic pain, rash, tooth disorder, vaginal haemorrhage, weight increased, the first episode of abdominal distension and the second episode of abdominal distension to be related to essure. The reporter commented: patient need for additional surgery. Current weight 198 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 2-apr-2018: pfs and medical record received. Reporter and patient demographics were added. Concomitant disease, concomitant drugs were added.lot number added. Events depression, weight gain, vaginal bleeding, pelvic infection, migraines, dental problems, lack of focus, dizzy, pain after intercourse, bloating, hip pain added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on (B)(6) 2015. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and pelvic infection ('pelvic infection') in a 38-year-old female patient who had essure (batch no. 919033) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's concurrent conditions included anxiety, asthma, depression, hyperlipidaemia, vitamin d deficiency, vaginal discharge, urinary tract infection, dysuria, blood in urine, fever and obesity. Concomitant products included dicycloverine hydrochloride (bentyl), noscapine (narcostine), paracetamol (tylenol) and vitamin d nos (vitamin d). In (B)(6) 2012, the patient experienced back pain ("bad lower back pain that used to come and go and is now constant /back pain/ left lower back around hip"). On (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced pelvic infection (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 4 years 8 months after insertion of essure. On (B)(6) 2016, the patient experienced dysmenorrhoea ("painful and heavy periods"), menorrhagia ("painful and heavy periods/ prolonged periods") and vaginal haemorrhage ("vaginal bleeding"). On an unknown date, the patient experienced breast tenderness ("breast tenderness throughout the month on and off my period"), emotional poverty ("no emotions, have not cried in over three years"), urticaria ("skin rashes"), abdominal pain ("abdominal pain"), abdominal pain lower ("pain on left side"), headache ("headache"), nausea ("nausea"), depression ("depression"), migraine ("migraines"), tooth loss ("dental problems/ tooth gone"), disturbance in attention ("lack of focus"), dizziness ("dizzy"), dyspareunia ("pain after intercourse"), abdominal distension ("bloating"), arthralgia ("hip pain"), kidney infection ("kidney infection"), drug hypersensitivity ("allergic to antibiotics"), mood swings ("I have gone crying to screaming to just being down right pissed"), lichen sclerosus ("lichen sclerosis"), epiploic appendagitis ("appendagitis epiplolcea"), cholelithiasis ("gallstones"), sciatica ("sciatica"), hyperhidrosis ("full body sweating"), hypertension ("blood pressure went through roof"), intervertebral disc protrusion ("two disc that are protuding") and endometriosis ("endometriosis") and was found to have weight increased ("weight gain"). The patient was treated with ibuprofen and surgery ((B)(6) 2016- hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, abdominal distension, arthralgia and kidney infection had resolved, the pelvic infection, urticaria, abdominal pain, abdominal pain lower, headache, nausea, depression, weight increased, vaginal haemorrhage, migraine, tooth loss, disturbance in attention, dizziness, dyspareunia, drug hypersensitivity, mood swings, lichen sclerosus, epiploic appendagitis, cholelithiasis, sciatica, hyperhidrosis, hypertension and endometriosis outcome was unknown and the dysmenorrhoea, menorrhagia, breast tenderness and emotional poverty had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, back pain, breast tenderness, cholelithiasis, depression, disturbance in attention, dizziness, drug hypersensitivity, dysmenorrhoea, dyspareunia, emotional poverty, endometriosis, epiploic appendagitis, headache, hyperhidrosis, hypertension, intervertebral disc protrusion, kidney infection, lichen sclerosus, menorrhagia, migraine, mood swings, nausea, pelvic infection, pelvic pain, sciatica, tooth loss, urticaria, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Pregnancy test - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New events: kidney infection, allergic reaction to antibiotics, mood swings, lichen sclerosis, appendagitis epiplolcea, gallstones, sciatica, full body sweating, blood pressure high, intervertebral disc protrusion, endometriosis were added. Rash updated to hives, tooth disorder updated to tooth loss. Concomitant drugs and lab data added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 08-oct-2015. The most recent information was received on 23-mar-2020. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and endometritis ('pelvic infection/endometritis') in a 38-year-old female patient who had essure (batch no. 919033) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's concurrent conditions included anxiety, asthma, depression, hyperlipidaemia, vitamin d deficiency, vaginal discharge, urinary tract infection, dysuria, blood in urine, fever and obesity. Concomitant products included dicycloverine hydrochloride (bentyl), noscapine (narcostine), paracetamol (tylenol) and vitamin d nos (vitamin d). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced back pain ("bad lower back pain that used to come and go and is now constant /back pain/ left lower back around hip") and depression ("depression") and was found to have weight increased ("weight gain"). In 2015, the patient experienced endometritis (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 4 years 8 months after insertion of essure. On (B)(6) 2016, the patient experienced dysmenorrhoea ("painful and heavy periods"), menorrhagia ("painful and heavy periods/ prolonged periods") and vaginal haemorrhage ("vaginal bleeding"). On an unknown date, the patient experienced breast tenderness ("breast tenderness throughout the month on and off my period"), emotional poverty ("no emotions, have not cried in over three years"), urticaria ("skin rashes"), abdominal pain ("abdominal pain"), abdominal pain lower ("pain on left side"), headache ("headache"), nausea ("nausea"), migraine ("migraines"), tooth loss ("dental problems/ tooth gone"), disturbance in attention ("lack of focus"), dizziness ("dizzy"), dyspareunia ("pain after intercourse"), abdominal distension ("bloating"), arthralgia ("hip pain"), kidney infection ("kidney infection"), drug hypersensitivity ("allergic to antibiotics"), mood swings ("I have gone crying to screaming to just being down right pissed"), lichen sclerosus ("lichen sclerosis"), epiploic appendagitis ("appendagitis epiplolcea"), cholelithiasis ("gallstones"), sciatica ("sciatica"), hyperhidrosis ("full body sweating"), hypertension ("blood pressure went through roof"), intervertebral disc protrusion ("two disc that are protuding"), endometriosis ("endometriosis"), muscle spasms ("the whole left side spasms") and gait inability ("I can't walk"). The patient was treated with ibuprofen and surgery ((B)(6) 2016- hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, abdominal distension, arthralgia and kidney infection had resolved, the endometritis, urticaria, abdominal pain, abdominal pain lower, headache, nausea, depression, weight increased, vaginal haemorrhage, migraine, tooth loss, disturbance in attention, dizziness, dyspareunia, drug hypersensitivity, mood swings, lichen sclerosus, epiploic appendagitis, cholelithiasis, sciatica, hyperhidrosis, hypertension, endometriosis, muscle spasms and gait inability outcome was unknown and the dysmenorrhoea, menorrhagia, breast tenderness and emotional poverty had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, back pain, breast tenderness, cholelithiasis, depression, disturbance in attention, dizziness, drug hypersensitivity, dysmenorrhoea, dyspareunia, emotional poverty, endometriosis, endometritis, epiploic appendagitis, gait inability, headache, hyperhidrosis, hypertension, intervertebral disc protrusion, kidney infection, lichen sclerosus, menorrhagia, migraine, mood swings, muscle spasms, nausea, pelvic pain, sciatica, tooth loss, urticaria, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Pregnancy test - on an unknown date: negative. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: new events: ¿the whole left side spasms¿ and ¿I can't infection was updated with endometritis.new reported added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority FDA ((B)(4)) on 08-oct-2015. The most recent information was received on 18-oct-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced back pain ("bad lower back pain that used to come and go and is now constant /back pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("major bloating"), dysmenorrhoea ("painful and heavy periods"), menorrhagia ("painful and heavy periods"), breast tenderness ("breast tenderness throughout the month on and off my period"), emotional poverty ("no emotions, have not cried in over three years"), rash ("skin rashes"), abdominal pain ("abdominal pain"), abdominal pain lower ("pain on left side"), headache ("headache") and nausea ("nausea"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, rash, abdominal pain, abdominal pain lower, headache and nausea outcome was unknown and the back pain, abdominal distension, dysmenorrhoea, menorrhagia, breast tenderness and emotional poverty had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, breast tenderness, dysmenorrhoea, emotional poverty, headache, menorrhagia, nausea, pelvic pain and rash to be related to essure. The reporter commented: patient need for additional surgery. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: events "skin rashes, abdominal pain, pain on left side, headache, nausea, pelvic pain", reporter lawyer added, product information updated.essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type [?]initial' indicates here initial submission by the new legal manufacturer only. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.